Event description:
It was reported that during the implant procedure, during inspection prior to use, abnormal curvature was observed on the head segment of the lead. The physician attempted to implant the lead but the threshold was always high and parameters were still not ideal after repeated attempts. The physician commented the event was related to the abnormal curvature of the lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.